Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had power error detected and several replace battery now alarm. The customer also reported high blood glucose but has not reached over 250 mg/dl. Blood glucose was 169 mg/dl at the time of the call. Customer treated with insulin pump. During high blood glucose troubleshooting customer received insulin flow blocked alarm. Customer was advised to change entire set, reservoir and insulin and treat per healthcare provider's instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. Pump passed the delivery accuracy test. Pump trace download analysis confirmed the pump alarmed power error 25 due to the connector resistance issue. No unexpected low battery alarm and no unexpected battery power loss alarm noted.